Manufacturer narrative:
Additional information was received that, the customer has corrected the previously reported event and commented that the event was leakage instead of the connector or tubing detachment. The detailed location of the malfunction within the kit was unknown. Therefore, this is not a reportable event. Furthermore, the product was evaluated and the reported issue of leakage issue was not able to be confirmed. All connections appeared tight as received. No visible damage or inconsistencies were observed from the kit during the visual examination. There was no leakage observed from the kit during the leak test. No luer connections got loose or detached during the evaluation.

Event description:
It was reported during set up of this pressure monitoring set, the bonding of the connector and tubing was detached. There was no further information available. There was no patient involvement.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed, as well as the device history record review results. The lot number is unconfirmed at this time, the production identifier (pi) portion of the UDI number is currently unknown.